Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller called because they were not able to get any green light on the telemetry portion of the remote monitor. The patient was asked to put a washcloth between the paddle and his devise. Troubleshooting was exhausted and the patient was referred to their clinic to follow up to rule out a potential telemetry issue with the implantable pulse generator (ipg). Follow up investigation with the clinic confirmed that the patient has not been seen in clinic since the call. The device remains in use. No patient complications have been reported as a result of this event.